Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with over 80 units of insulin during the load sequence. There was no adverse impact to the customer's blood glucose level. The customer chose to independently reload a new cartridge and declined additional assistance, with no further action required by technical support.